Manufacturer narrative:
Concomitant product(s): product ID: 3387s-40, lot# va1h7tm, implanted: (B)(6) 2017, product type: lead. Product ID: 3708660,serial# (B)(4), implanted: (B)(6) 2017, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 10-apr-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 02-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient had an infection so the entire right side lead, extension, and ins were explanted on an unknown date. The right side was completely reimplanted on (B)(6) 2018. No environmental/external/patient factors were thought to have led or contributed to the issue. The issue was resolved and the patient was alive without injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.